Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a possible over infusion of tpn. There is no report of patient harm.

Manufacturer narrative:
Correction: disregard file, it is a duplicate of manufacturer report number: 2016493-2016-00639

Manufacturer narrative:
The customer¿s report of a possible overinfusion of tpa was not confirmed. Analysis of the pcu event log shows that at 5:01 pm on (B)(6) 2016 the pump module was programmed to infuse a custom concentration infusion of alteplase cva/ami infusion stroke weight based dosing at a rate of 55.1ml/hr with a vtbi of 55.1ml to infuse in 1 hour. At 5:03 pm, the device alarmed for fluid side occlusion and the infusion was restarted. At 5:16 pm, the device alarmed for air in line. The device was then channeled off. The volume recorded as being infused during this period was 11.944ml. Functional testing was performed and found the device to be delivering fluid within specification. The root cause of the customer¿s report of a possible overinfusion of tpa was not identified.

Event description:
The customer reported a possible over infusion of tpa which was programmed to infuse at 55.1ml/h (concentration 1mg/ml) (dose 0.81mg/kg) however with 47 min left before completion the vial was noted to be empty. There is no report of patient harm